Event description:
The pt's hemodialysis treatment was initiated w/o incident. The pt's b/p was 210/96 and pulse 73 with a ultrafiltration (uf) goal set to remove 3.9 kg. There were no alarms or problems noted during the treatment. Approx 2 hrs into the treatment, the pt began to complain of cramping. The uf was turned off for approx 1 hr when it was discovered the pt had decreased breathing and no pulse. Cardiopulmonary resuscitation (CPR) was initiated and the pt was transferred to the intensive care unit (ICU). Pt has been release and has resumed regularly scheduled outpatient dialysis treatments. Additionally, the medical director and rn reported they do not believe that the hemodialysis machine caused or contributed to this event. The pt recovered and resumed regularly scheduled outpatient dialysis treatments.

Manufacturer narrative:
The hemodialysis machine investigation conducted by the fresenius regional equipment specialist (res) on (B)(4) 2012 determined that the uf pump stroke volume was out of calibration at 1.021 ml/stroke. The minimal uf pump stroke volume variance of 0.21 ml/stroke could result in a uf removal of 2.1% higher than expected and is considered insignificant. Example: 63 ml in excess for a uf goal of 3,000 ml. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirm the labeling, material, and process controls were within specification.